Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. The patient experienced erosion of the mesh and had to have additional medical treatment and procedures. The patient experienced pain, erosion and urinary problems. (B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and a sling was used. The patient experienced erosion of the mesh and had to have additional medical treatment and procedures. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and a sling was used. The patient experienced erosion of the mesh and had to have additional medical treatment and procedures. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 to treat pelvic organ prolapse, stress urinary incontinence and an obturator sling was implanted. Concomitantly the patient underwent a laparoscopic sacral colpopexy. It is reported that the patient underwent mesh removal/explantation on (B)(6) 2009 due to erosion into the small bowel with resection and on (B)(6) 2011 due to mesh extrusion into vaginal. The patient experienced erosion of the mesh and had to have additional medical treatment and procedures. The patient experienced pain, erosion and urinary problems.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 to treat pelvic organ prolapse, stress urinary incontinence and an obturator sling was implanted. Concomitantly the patient underwent a laparoscopic sacral colpopexy. It is reported that the patient underwent mesh removal/explantation on (B)(6) 2009 due to erosion into the small bowel with resection and on (B)(6) 2011 due to mesh extrusion into vaginal. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent concurrent cystourethroscopy procedure.

Event description:
It was reported that the patient underwent concurrent cystourethroscopy procedure.